Manufacturer narrative:
(H3) the investigation into the reported "damage product (hole in catheter)" has been completed since the original report was filed. The medical center did not return any impella products. There was bleeding noticed near the red pump plug. The physician wondered if the blood had adhered to it and wiped it off. However, the blood leaked out again while fixing it in a different position. The impella was removed since the heart function recovered. The root cause of the hole in the catheter cannot be determined due to insufficient clinical details and no product returned.

Event description:
The user facility reported a 58-year-old male patient on impella support had experienced blood leaking out of the catheter plug. There were no serious adverse event to the patient as a result of this incident. The patient was weaned off from the impella on the next day of the issue discovery since the heart function recovered.